Manufacturer narrative:
Patient information was unavailable from the site. The event date listed is an estimate as the medtronic representative reported that the issue occurred three weeks prior to the aware date without being able to provide the date of the occurrence. A medtronic representative went to the site to test the equipment. The representative reported that the axiem interface box was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect axiem interface box was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a shunt placement procedure, the site experienced an intermittent communication issue with the axiem interface about three weeks prior to the aware date. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.